Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a comminuted fracture of the proximal tibial and fibular diaphysis, no signs of loosening, wear, or radiolucency. Medical records were also reviewed and found right total knee arthroplasty, no intraop complications. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint was confirmed for bone fracture from the x-rays provided. A nursing review occurred of the infection seen and it was determined to not be a device related issue. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately eleven years eight and a half months post implantation due to ongoing infection and proximal tibial fracture. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10- medical product cruciate retaining cr-flex (gsf) femoral component porous item# 00575201601 lot# 61949488 articular surface 10 mm height item# 00595203010 lot# 61794431 all poly petella standard cemented size 32 mm dia 8.5 mm thickness item# 00597206532 lot# 63867507 g2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.